Event description:
User states analyzer is not replicating results for bun and calcium. Three pt samples were involved. Two examples for calcium were provided. Sample 1 initial result 2.3 mg/dl, repeat 9.0 mg/dl. Sample 2 initial result 2.1 mg/dl, repeat 9.0 mg/dl. Erroneous results were not reported. The field svc rep determined there was a problem with the fluidics system performance and adjusted the position of #1 sample probe and performed alignments. He also adjusted the system water pressure, replaced stirrer paddles, performed reagent prime, verified reagent dispense, checked the rinse mechanism dispense level heights and system vacuum levels. Performance tests were performed, which were within spec.